Event description:
The remote monitor was returned to service and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found that both the assembly and the adaptor were out of specification electrically, that it would not power up using the customer-returned power supply but it would power up using a known good power supply, however it would not begin an interrogation. Vendor analysis was unable to perform debug or rework due to a component burn.